Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical central venous catheter was being used for a femoral vein puncture. The guidewire would not progress at the distal end. There was a defect in the groove that is believed to have caused this issue. Success was achieved only with the 4th product. There were no adverse events reported.

Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1-product problem.